Event description:
I have a kiddo using this particular trekker that got launched out of her seat and broke her tibia. Mom claims the tilting mechanism isn't functioning properly. Patient was a nine-year-old female, the customer reported the chair was provided from a dealer in houston in which they indicated that there were some broken parts on the chair but they were able to replace the pieces on the chair and it was safe to use. After two weeks of use the patient was catapulted out of the chair breaking her left leg. It was reported the tilt support bar and screws were missing from the chair.

Manufacturer narrative:
After retrospective review of complaints, this report will be filed in abundance of caution because record was not found on maude database.